Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(4)), found that the device was scrapped. Due to the recharge antenna failure of the no device found message. And due to failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt), who was implanted with an implantable neurostimulator (ins). It was reported, that the controller would not charge when plugged into the wall/power supply cord. Pt stated, they did troubleshooting with the mdt rep last night. Which included resetting the controller, which did not resolve the issue. So the pt turned stimulation off/put it in MRI mode to try and conserve stimulator battery. Pt confirmed, the controller powered on with without the battery pack, but plugged into the power supply cord. Pt could not identify any physical damage on controller, battery, or power cord. Pt reported, the controller indicated the stimulator and controller were both depleted (stimulator "red" and controller 0%). Pt mentioned, today they noticed, hearing a soft rattle inside the controller if the controller is shaken. The issue was not resolved. No symptoms or patient complications were reported. Additional information was received, and it was reported, that awhile back the programmer went bad and she was sent another one. Pt stated, she was also sent a new "pad", pt clarified the recharger cord. Pt stated, the controller is working fine since she received it, but the pad she is not sure that it is working like it should. Pt stated, it is hard trying to find the position to charge the ins. And it just gets harder and harder. Pt stated, the other day it would not locate the ins at all. And then it started to get hot and burn her skin. Pt stated, it felt like a "heating pad". Pt verified, there was no injury or medical attention needed for the burning sensation reported. Pt has not been able to charge her ins. Pt stated, it never did work right since she got it april 2021, it just took longer to charge.